Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the cause of the event was unable to be specified. The high energy endo therapy accessories such as laser and high frequency endo therapy accessories may have been used without maintaining enough distance from the tip of the endoscope. A definitive root cause of the reported issue could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Following is included in the device instructions for use(IFU): instructions for gif-xz1200 operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ describes how to inspect for the event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the gastrointestinal videoscope had a tip case burnt. There were no reports of patient harm.